Manufacturer narrative:
Novocure is submitting a follow up MDR to correct information.

Manufacturer narrative:
Novocure is submitting a follow up MDR to correct information in section b.3 and to provide additional information. On (B)(6) 2020, novocure received follow-up information that approximately one month prior, the patient underwent an unspecified surgery. On (B)(6) 2020, a shunt had been placed and the patient subsequently developed an infection. Due to the events, the patient had not resumed optune therapy. On (B)(6) 2020, novocure was informed by the spouse that the patient died on (B)(6) 2020. Cause of death was not reported.

Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to the event cannot be ruled out. Contributing factors for wound dehiscence in this patient also include dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications. Source: bevacizumab prescribing information), prior radiation, chemotherapy, underlying cancer, and prior surgery affecting skin integrity. There were no reports of wound dehiscence in the pivotal ef-11 recurrent gbm trial. There have been 91 reports of wound dehiscence in the commercial program to date.

Event description:
A (B)(6) year old female patient with recurrent glioblastoma began optune therapy on (B)(6) 2019. On (B)(6) 2019, novocure was informed that on (B)(6) 2019, the patient's craniotomy surgical resection incision had opened with minor fluid discharge after the transducer arrays had been removed from the scalp (last surgical resection (B)(6) 2019). Prescribing physician was informed and the medical team placed two sutures to close the incision. Patient was instructed to trim the transducer arrays to avoid the affected sutured area. Patient started an antibiotic (cephalexin). Patient was not hospitalized for the event and optune therapy was resumed on (B)(6) 2019. On (B)(6) 2020, novocure was informed by the patient that optune therapy had been discontinued approximately two weeks prior due to wound revision surgery. On (B)(6) 2020, patient reported that the craniotomy surgical incision had not healed and the neurosurgeon did not recommend to restart optune therapy. Prescribing physician was contacted for additional patient information with no response.